Event description:
#Medwatcher #(B)(4). Headaches/migraine for 7+days at a time, daily brain fog (forgetfulness and loss of short term memories or actions), fatigue, cramping in lower abdominal area increasing in pain around periods, heavier and longer periods 7+ days when always had short normal flow, severe itching on my back at all times (thought was developing shingles), bloating to point look 6 mo pregnant at times severally painful throughout all of abdominal up to diaphragm (vomiting from pain), dizziness (vision blacking out and then coming back), and cough and stuffiness that never goes away despite treatment.